Event description:
It was reported that after surgery in 2008, the pt was reoperated on for post operative infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Should device become available, the evaluation summary will be submitted in a supplemental report.